Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 517mg/dl. Troubleshooting was declined as customer stated that she does not want to wear the insulin pump. No further information was provided.